Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump kept alarming motor error during fixed prime. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI and she took the insulin pump off before hand. Ran a displacement test and the insulin pump failed the test. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. No further information was provided.